Event description:
It was reported that: distal femur fx, while tightening a 5.0 locking screw, handle separated from shaft. Nothing else. Dr used another screwdriver and completed tightening screw.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.